Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported an automated impella controller (aic) failure with purge failure alarm occurring firstand 0.0 purge flow displaying on automated impella controller (aic). Purge cassette was stopped per recommendations on aic. No patient harm reported.